Manufacturer narrative:
The customer's report of leaking at the connection to the filter was not confirmed. Visual inspection and functional testing were performed; no anomalies were observed. No other mating components used during the reported event were received for investigation. The root cause of the reported leaking at the connection to the filter was not identified.

Event description:
The customer reported that during an infusion of parenteral nutrition (presumed for "pn") on an infant, there was leaking at the connection to the filter. The patient had no plan for antibiotics or treatment. The fluids and tubing were changed once leaking was noted. Although requested, no further information has been received.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion of parenteral nutrition (presumed for "pn") on an infant, there was leaking at the connection to the filter. The patient had no plan for antibiotics or treatment. The fluids and tubing were changed once leaking was noted. Although requested, no further information has been received.